Event description:
The male pt received a 3.0 x 28mm cypher stent in the mid right coronary artery (rca). Pt also received a 2.5 x 33mm and 3.0 x 18mm cypher stents in the distal rca. Seven months after the procedure, the pt was hospitalized for restenosis on the two stents in the distal rca. Both were treated with balloon angioplasty.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01295. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.